Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to pcb2. Unable to verify failed battery test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm after insert new battery. Customer reported that the battery compartment and spring did not corded. Contacts of battery cap not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.